Event description:
It was reported that the patient was admitted to the hospital for ¿unknown problems¿ and was exhibiting hallucinating behavior. The pump was interrogated and there were ¿no unusual circumstances¿. The patient¿s healthcare provider was considering cutting the patient¿s dose in half. It was mentioned that the dose reduction could result in increased spasticity, and the healthcare provider was referred to the managing physician. Follow-up with the managing physician was not confirmed. The patient¿s family stated that they did not believe it was a pump problem, and the patient was not exhibiting any overdose or withdrawal symptoms. The medication infused was baclofen. The healthcare provider spoke with the patient¿s managing physician, and it was decided to decrease the patient¿s dose by 50%. The representative met with the healthcare provider to assist with programming on (B)(6) 2013. It was later reported the concentration was 2000 mcg/ml and the dose was 1040 mcg/day. No further troubleshooting was performed. The patient was not exhibiting any symptoms of baclofen withdrawal or overdose. It was unknown how the patient was doing. It was later reported the pump had 4000 mcg/ml of baclofen in it. The patient¿s outcome was not known.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).